Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainers, patient reported extra skin behind their front teeth that bleeds when putting on the retainer. Requested information, provided tips and evaluating gum tissue for frenectomy and to see dentist for evaluation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.